Manufacturer narrative:
The hospital reportedly repaired the unit. No repair details were provided to gehc. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bellows was not able to be pressurized. There was no report of patient involvement.